Event description:
It was reported to nova biomedical that a consumer received a result of 180 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following result of 350 mg/dl. The difference in the readings was determined to be clinically significant. The meter and test strips in question will not be returned for evaluation. Consumer terminated the call, when called back, the number given was disconnected.